Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Event description:
Per medical record findings, the patient experienced pain, infection, unspecified urinary problems, unspecified bowel problems, recurrence, and dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/2/2015.

Event description:
(B)(6) 2009 - minimal vaginal bleeding - normal post operative check, small recurrent cystocele - vagifem twice weekly for vaginal strength (interim medical records for the time period (B)(6) 2009-(B)(6) 2011 are not available for review). (B)(6) 2011 - severe urine leakage with urge and urinary frequency for the last 6 months, abdominal bloating, ovarian cysts, diarrhea and constipation that alternates - overactive bladder, small recurrent cystocele, ovarian cysts, abdominal bloating - related to ovarian cyst or bowel - urine culture ordered - scheduled for cystoscopy to rule out mesh erosion. (Urine culture and cystoscopy reports unavailable). (Further medical records are not available for review).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, mesh revision surgery: (B)(6) 2016 underwent transvaginal excision of eroded vaginal mesh, cystocele, rectocele, and enterocele repair, kelly-kennedy plication of the bladder neck, cystoscopy for cystocele, rectocele, enterocele, vaginal mesh erosion, urinary frequency under general anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was a vaginal vault prolapse, genuine stress incontinence with prolapse reduction. The procedures performed included a robotic abdominal colposacropexy, suburethral sling and cystoscopy. The concomitant therapy was the lynx suprapubic mid-urethral sling system. Per medical record findings, the patient experienced pain, infection, unspecified urinary problems, unspecified bowel problems, recurrence, and dyspareunia.